Event description:
It was reported that the patient experienced telemetry issues. The patient had not charged their battery for 2 to 2.5 years. It took 4 physician mode recharges to get the battery out of overdischarge status. The patient was sent home to continue charging until the expected power-on-reset (por) screen was observed. After the por was cleared an end-of-service message was observed. This would be expected after a third overdischarge. It was noted that if the battery voltage had gone up, and then come back down, it could trigger multiple overdischarge strikes against the battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model 377760 lot# n0030183 implanted: (B)(6) 2005 explanted: na; lead model 377760 lot# n0030184 implanted: (B)(6) 2005 explanted: na; programmer model 37742 serial# (B)(4).